Event description:
The company was informed that the pt developed an infection after implant surgery. The pt was prescribed with cefatriaxon 1/2 gm injections for 3 days and oral augmentine cap 457. Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.